Event description:
It was reported by the rep that the (1) hpo53 was used during a laparoscopic cholecystectomy procedure. It was reported that the device did not work at all during the case. The connections were checked, blade was changed, and it still did not work. The surgeon used cautery instead. The case was completed without incident. After the case completion, the device was tested with a biomed tech, and it was determined that the electrical connection was too loose on the handpiece. The connection pulled out of the generator very easily. The tech tried another handpiece with the same generator and it did not pull out.